Manufacturer narrative:
Continued e1 phone number : (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported "patient complained that capsule of the implant feels contracture". This record is for the left side. The device remains implanted.